Manufacturer narrative:
The MFR did not receive the affected device as it is still implanted in the pt. The pt is currently being monitored for reasons not provided to the MFR. The surgical report was rec'd. Reviewed of the surgical report did not lead to a new conclusion regarding the standard durom issue. Taking the date of the original implantation into consideration, this case might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available, and amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the pt's counsel that his client rec'd a durom implant on (B)(6) 2007. This very young pt had a left total hip arthroplasty when he was only (B)(6). He was diagnosed of severe left hip arthritis secondary to developmental dysplasia of the hip. During the surgery, the surgeon noted that the head was severely deformed with significant arthritic change, and within the acetabulum in addition to severe arthritic change, there was a very large pulvinar. Due to reasons unk, the pt is currently being monitored due to reasons unk.